Manufacturer narrative:
(B)(4). Evaluation summary: the device was investigated, and due to the returned condition of the clip delivery system(clip was deployed and not returned), the reported single leaflet device attachment/slda could not be replicated in a testing environment. A thorough review of slda complaint data was performed which concluded there is no evidence that slda complaints are related to manufacturing. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology due to flailed p3 leaflet. The reported patient effects of worsening mitral regurgitation(mr)and mitral valve injury (tissue damage) appears to be due to slda. A definitive cause for changes in EKG/ECG is possibly due to procedural conditions/user technique; however, this cannot be definitively confirmed. It should be noted that the reported patient effect of worsening mr and mitral valve injury are listed in the mitraclip nt system instructions for use as known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The additional clip delivery system is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The clip (70220u164) was implanted, reducing the mr to 2. It was noted that fluid bubbles were noted in left atrium and left ventricle; and EKG changes occurred; however, there was no leak in the system. No treatment was required. On (B)(6) 2017, a follow up echocardiogram was performed, which found that the implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased to 4+ and tissue damage was noted. A second mitraclip procedure was performed on (B)(6) 2017. Clip (70510u263) was advanced, during grasping it was noted that the clip did not close completely. The clip was everted and tested above the valve; and again, the clip didn't fully close. Nonetheless, the clip was deployed, and it did not fully close. The clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr increased to 4+. Two additional clips were implanted, reducing mr to 2+. The patient is stable. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed report, the following information was provided: on (B)(6) 2017, the patient expired while in hospice. The cause of death is hemolytic anemia. It is the physician's opinion that there is no suspected link between the death and the mitraclip; however, this cannot be confirmed. Additionally, during the initial procedure, after the clip (70510u263) was deployed, the tip of the clip delivery system (cds) was extended past the l lock tabs. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: this event was further reviewed by an abbott vascular senior medical advisor ((B)(6)) and the reviewer concluded that there is no obvious relationship of patient death with the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The patient passed away due to hemolytic anemia. In physicians opinion, there is no link between the implanted mitraclip and the patient passing away. It should be noted that the reported patient effect of death is listed in the mitraclip nt system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.